Event description:
It was reported that the ilet user experienced elevated blood glucose after announcing breakfast, and review of device reports showed the meal was announced as smaller than usual despite the user consuming their usual carbohydrate amount, consistent with user error in meal announcement. Symptoms included hyperglycemia peaking at 307 mg/dl and sleepiness. Outcomes included no hospitalization and resolution through education. Investigation included review of device data and user interview. Investigation of this case revealed an incorrect meal size announcement leading to underdosing, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.